Event description:
Same case as: 2134265-2012-05496. It was further reported that in (B)(6) 2008, during the index, the de novo lesion located in the distal right coronary artery (rca) was 99% stenosed, 2.5mm in diameter and 40mm long. The lesion was treated with predilation and placement of a 2.75x28mm and 2.75x24mm taxus express2 stents. Post dilation was performed. A non-bsc stent was deployed in the distal rca with no gaps. The patient was discharged on bayaspirin, pletal and panaldine. In (B)(6) 2010, chest pain associated with ischemic symptom was confirmed. In (B)(6) 2011, the lesion was 75% stenosed, 3.25mm in diameter and 8mm long. The lesion was treated with plain old balloon angioplasty and a cutting balloon. Residual stenosis was 0% and timi-3 flow remained unchanged throughout the procedure. The event was resolved and the patient was discharged on the same day.

Event description:
(B)(6) clinical study.it was reported that post a coronary stenting treatment procedure, the patient experienced chest pain.the lesion being treated was located in the distal right coronary artery (rca). Details of the lesion are unknown. The patient was treated with an unspecified taxus express2 stent. Post procedure it was reported that the experienced chest pain. An intervention was performed but details are unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).